Event description:
Related manufacturer report number: 3006705815-2022-13649. It was reported that the patient had a revision procedure in (B)(6) 2020 due to drainage post-perm implant. During the procedure, one lead was cut and a portion remains implanted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.